Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported issue could not be confirmed as no b30, scope communication error, occurred during inspection and testing. The inspection noted a software upgrade to the latest version is recommended. A review of the device¿s repair history indicated no previous repair history records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed by the biomedical engineer via repair request that the customer evis exera iii video system center has a no image malfunction, ¿having a b30 error whenever a scope is plugged in¿. The event occurred during preparation before use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.